Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error. While troubleshooting, the fse found a dead spot in the cup pickup z-axis motor that created too much friction for it to turn itself over. The fse replaced the cup pickup z-axis motor and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 30may2024 through aware date 30jun2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) c.trans-z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the failure of the cup pickup z-axis motor.

Event description:
A customer reported error message ¿4151 c.trans-z home detect¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.